Manufacturer narrative:
The device was returned to olympus for inspection. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 4cfu. Bacterial identification: coagulase negative staphylococcus 36c, staphylococcus capitis, filamentous fungi. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: filamentous fungi. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel, suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: instrument channel. Cfu: >80cfu. Bacterial identification: bacillus licheniformis. A root cause could not be identified. Based on the results of the investigation, olympus identified foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Additionally, based on the results of the investigation for the burned camera cover, the most probable cause could be the use of a high-frequency processing instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject exhibited foreign material in air/water cylinder(tube) and a burn on the plastic distal end cover. Additionally, it was observed (through third party testing initiated by olympus) that the subject device tested positive for microbial contamination (see additional manufacturer narrative for list of contamination results).